Event description:
It was reported that bd alaris pump module smartsite infusion set was over infusing the following information was received by the initial reporter with the following verbatim: it was reported that there was an over infusion of vancomycin (2000mg). The vancomycin was set up with a "two bag infusion" with both primary and secondary bags containing the medication. It was intended to infuse at a rate of 240ml/hour; however the medication was found to have infused at an estimated 600ml/hour. When discovered, the infusion was stopped and the patient monitored. No harm was reported.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues, accuracy could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2426-0007 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.